Event description:
It was reported that a et45g and a zr45g were used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, the surgeon could not fire the instrument. A new device was used to complete the case. There was no consequence to the pt.